Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection procedure, a force bipolar (fb) instrument¿s jaws became stuck on tissue. The issue occurred while grasping insignificant fatty tissue. The customer initiated the emergency stop button and attempted to use the instrument release key (irk). One of the jaws became unhinged but would not open. On 18-sept-2020, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information: it was reported that the force bipolar instrument was used to remove fatty tissue during the procedure. At that time, the instrument was stuck on tissue. The site tried to use the e-stop and use the instrument release key (irk) to release the jaws. However, the jaws could not be opened. The technical service engineer (tse) viewed the live logs and did not note any associated errors. To resolve the issue, the surgeon resected the stuck tissue from around the fb jaw by using a monopolar curved scissors instrument. The customer confirmed that there was no medical intervention such as suturing was required, since the tissue removed was insignificant fatty tissue. Since the instrument jaws were unhinged, the customer undocked universal surgical manipulator 4 (usm4) and removed the force bipolar with the cannula. The customer confirmed that the unhinged jaw was still connected to the instrument shaft, and no fragments fell inside the patient. A second force bipolar instrument was installed. The same issue of stuck tissue occurred with the second force bipolar. The surgeon was able to release the second fb with no issues. At this time, the customer realized that a new resident had been operating both fb instruments in ¿strong¿ grip mode; as a result, both fb instruments had become stuck on tissue. The customer stated the instruments were inspected prior to use. It was confirmed that the instruments were inspected prior to use, there is no video recording of the procedure for review. The site will be retuning both the force bipolar instruments.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). No video clips for the reported event were submitted by the customer for review. A review of logs for system sl0605 with procedure date of (B)(6) 2020 confirm the use of two force bipolar instruments during the case. The first force bipolar instrument used was pn: 470405-6; lot #n11200330-0067, followed by force bipolar instrument used was pn: 470405-6; n10191119-0135. Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. This complaint is reportable due to the following: during a da vinci-assisted prostatectomy with lymph node dissection procedure, a force bipolar (fb) instrument¿s jaws became stuck on tissue. To resolve the issue, the surgeon resected the stuck insignificant fatty tissue from around the force bipolar jaw by using a monopolar curved scissors instrument.